Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 182709: (B)(4) items manufactured and released on 03-aug-2018. Expiration date: 2023-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved batch review performed on (B)(6) 2020: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115), lot 1900798: (B)(4) items manufactured and released on 01-may-2019. Expiration date: 2024-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary surgery and was implanted with competitor components. On (B)(6) 2020, the patient came in reporting pain. The cause of the pain is unknown. The surgeon revised the competitor head and stem with a medacta head and stem. The surgery was completed successfully. On (B)(6) 2020, the patient came in for a post-op appointment and the surgeon observed the patient had superficial wound drainage. The surgeon performed a washout and observed that the patient's stem was loose and that nothing could be revised anteriorly. The patient was closed and the surgeon revised the patient again on (B)(6) 2020 using the posterior approach. The surgeon removed the medacta stem and head, and the competitor cup and liner, and revised them with other competitor components. The surgery was completed successfully, 3 weeks after primary surgery.